Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported false upstream occlusion alarms. A review of the event history log identified "upstream occlusion!". The cause was determined to be the optical sensor being out of specification . The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported air in line alarms. A review of the event history log identified air in line. The cause was determined to be the optical sensor being out of specification . The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion, air in line alarms in the general patient ward. There was no patient involvement. No additional information is available